Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned, and no computed tomography images were provided; however, review of the submitted log files confirmed low flow hazard alarms, and a specific cause for the alarms could not be conclusively determined. The controller periodic log file contained events from (B)(6) 2026, and low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. This section also provides instructions on how to access and download log file data appropriately. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for low flow alarms. It was noted that they were more prevalent when the patient laid on their left side. An echocardiogram was said to be performed as well as computed tomography angiography (cta). The patient was asymptomatic and given fluid bolus without any improvement. Log files were submitted for review and captured low flow events on 23feb2026. There were also several low flow flags that which did not persist long enough to trigger low flow alarms. Cta revealed left ventricular assist device (lvad) was in appropriate positioning. The proximal outflow cannula with extensive mural lining thrombus resulting in severe luminal stenosis to a minimum caliber of 1.7mm. Patent distal graft and widely patent anastomosis to the aorta. Unremarkable appearance of the driveline. It was later reported that there were no changes to patient condition or anticoagulation status that may have contributed nor any recent pump parameter changes. The patient was elevated to 2e on the transplant list.